Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 9 in the mouth, the implant failed to achieve osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 9 in the mouth, the implant failed to achieve osseo- integration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).